Event description:
It was reported that the patient was admitted to the hospital with syncopy. Interrogation revealed non-function of the atrial lead due to dislodgement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned approximately 2.17 years after explant.

Event description:
Customer stated that her freestyle navigator continuous glucose monitoring system with the last two or three sensor wears was giving continuous monitoring mode (cm) readings twenty points higher than the build-in meter readings. Customer also stated when her blood glucose was low or going low, the fs navigator system might not alert her due to cm reading being higher than the build-in meter reading. Customer additionally reported receiving a cm reading of 125 mg/dl which was higher when compared to a build-in meter reading of 105 mg/dl. Customer reported experiencing symptoms of sweatiness and loss of consciousness and consumed 1 teaspoon or 1.5 teaspoon of powdered sugar to counteract her event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.